Event description:
The customer contact reported a delay in critical therapy following an alarm condition. At an unspecified time an unspecified channel of the device was programmed to deliver an unspecified concentration of epinephrine and the delivery was started. No specific programming parameters were provided. No specific programming parameters were provided. After an unspecified length of time, the nurse reported the device alarmed for proximal occlusion. After an unspecified length of the time, the alarm condition was cleared and the delivery was resumed using the same device. Although there was potential for serious injury, the customer contact indicated there were no reported adverse pt effects. No medical intervention were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation therefore, attribution of the issue to the device could not be determined.